Manufacturer narrative:
Follow up #2 10/02/2013 correction. The date of evaluation by product analysis should reflect 09/10/2013.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the audio bolus button is intermittently unresponsive. The issue began approximately six months prior to the complaint. The reporter stated that all keypad buttons are difficult to press and can take multiple attempts to respond. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/02/2013 with the following findings: the bolus button was found to be fully intact. The bolus button was tested and was confirmed to be responding appropriately to presses. No defects were found related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.